Manufacturer narrative:
A field service engineer was dispatched to customer site. Planned maintenance 1 and 2 were performed to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a "bad smell" (odor) emitting from the sterrad® 100s sterilizer. One healthcare worker (hcw) experienced a reaction. Details of what type of reaction and any related information is unknown at this time. The hcw did not seek or receive any medical attention/treatment and is reported to be "working normally." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Pt identifier: correction from unk to na. Age/date of birth: correction from unk to na. Weight: correction from unk to na. (B)(4). The customer initially reported that one healthcare worker (hcw) experienced a reaction then later clarified that there was no reaction, only oil mist had surrounded the environment. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low. No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue and odor/smells issue is the oil mist filter, vacuum pump oil, catalytic converter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.